Event description:
It was reported per field service report: symptom - no ECG signal (skin only). Findings/action taken: front end board replaced.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.